Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 26-oct-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Procedure: hemorrhoidectomy. It was reported that a patient developed an abscess while using the on-q. The patient developed an abscess post hemorrhoidectomy at the insertion site of the on-q. The hemorrhoidectomy wound was clean and not affected as the pus pocket remained lateral with normal skin between the two areas. No additional information was provided.